Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: "lap chole". Incident description: "clip applier was inserted through trocar, clip was loaded and then fired with no issues. The next clip was loaded. After the load the clip looked to be moving around slightly in the jaws. The clip was fired onto the vessel with no issue. The third clip was loaded and it was loose in the jaw. The clip was squeezed off the vessel and removed from the patient. The fourth clip was again loose. I told the surgeon to pull the clip applier and open a new clip applier." Medwatch received via mail on 09jul2018: #mw5077999: "patient in surgery for a laparoscopic cholecystectomy, upper endoscopy. An applied medical brand epix universal clip applier was being utilized on the patient when it misfired. No harm to the patient occurred. The surgeon was provided with a different clip applier to complete the closure of the case." Additional information received via email on 11jul2018 from, clinical risk coordinator at (B)(6) med ctr: "I discussed the case with or coordinator and this was one event which occurred on (B)(6) 2018." Type of intervention: opened new clip applier. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. During testing, it was observed that the clip sat more "loosely" but were still properly seated in the jaws. The event unit met current specifications for the jaw tip setting and there were no visible non-conformances. Based on the condition of the returned unit, it is likely that the clips appeared to be loose within the jaws because the jaws were not completely parallel. However, this would not be considered a malfunction as the jaws were still within specifications and all clips were properly seated within the jaws. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report #mw5077999.